Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 19 units. Reportedly, the cartridge was filled with 300 units of insulin. The customer reloaded the cartridge, but received an additional inaccurate fill estimate. The customer¿s blood glucose level was 244 mg/dl. Reportedly, the customer had manual injections available for alternate insulin therapy.